Manufacturer narrative:
A complete catalog #, expiration date and unique identifier (UDI#): unknown, because the serial number was not provided. Device manufacture dates: unknown, because the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon implantation of an intraocular lens (iol), the side of the optic was noted chipped. Reportedly it was unclear if the lens was chipped by the plunger. The lens remained implanted in the patient's eye. No visual impact reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.